Event description:
It was reported that the user lost the dexcom g7 continuous glucose monitor (cgm) readings on the ilet after a shower while readings remained present on the dexcom app, and the ilet displayed a pairing failed alert; support guided the user to toggle sensors and re-pair the dexcom g7 using pairing, addressing an intermittent communication failure between the ilet and the cgm component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the cgm radio path, including the antenna/electrical communication elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.